Manufacturer narrative:
The ge service representative found there was a faulty cable on the system. The customer replaced the cable. The system operates as intended.

Event description:
The customer reported, the system no longer exposures with the foot pedal or the manual switch. The dose area product has not displayed since the last repair. No pt injury was reported.